Manufacturer narrative:
Addition information was received that the suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient was experiencing frequent charging until the ipg was no longer able to hold a charge. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction but suspected that the generator had reached the length of time that the device has been useful. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing frequent charging until the ipg was no longer able to hold a charge. The patient underwent an ipg replacement procedure. The physician did not suspect device malfunction but suspected that the generator had reached the length of time that the device has been useful. The patient was doing well postoperatively.